Event description:
As reported by our affiliates in canada, this was a case with a 29mm sapien xt valve in aortic position. After eight years and six months post implant, the valve failed due to stenosis with valve leaflet bulk/calcification. The patient was experiencing shortness of breath and increasing fatigue with exertion. Under conscious sedation, a 26mm sapien 3 ultra resilia valve was implanted within the degenerated sapien xt valve in the intended position. However, the 26mm sapien 3 ultra resilia valve was not completely expanded/apposed due to sapien xt valve leaflet bulk/calcification with apparent valve stent deformation. Therefore, it was decided to post-dilate the 26mm sapien 3 ultra resilia valve. After post-dilatation, the patient developed rapid hypotension, followed by ventricular tachycardia which required asynchronous defibrillation. Transthoracic echo revealed severe central aortic insufficiency. A third valve, a 26mm sapien 3 ultra resilia valve, was successfully implanted to correct the severity of the aortic insufficiency. The patient recovered cardiac stability and was transferred out of the cath lab in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08558. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Based on the available information, the root cause remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.